Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
During a pulse field ablation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. It was reported that air was drawn into the aspiration syringe when a farawave catheter was inserted into the faradrive sheath. Aspiration was performed. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath was returned for analysis.

Event description:
During a pulse field ablation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. It was reported that air was drawn into the aspiration syringe when a farawave catheter was inserted into the faradrive sheath. Aspiration was performed. The sheath was replaced, and procedure was completed successfully. No patient complications occurred. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.